Event description:
The customer reported to olympus, that a piece of the telescope "oes elite¿ had broken. The product was not returned as the customer fixed it by themselves. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The provided photographs confirm a piece of the device broke. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred (direction pin is detached from the main body) due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.